Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating the display screen was dim despite a high brightness setting. The unit was reported to not be in clinical use. There was no report of patient/use harm. The customer was advised by technical support to replace the user interface (ui) assembly and was provided with part number. The investigation is ongoing.